Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, at the end of the procedure, the device's component, the anvil, disengaged and fell into the patient's cavity. The anvil was retrieved by fishing out with a suction/scope. There was no patient injury.